Event description:
The device was used during an unknown procedure. Reportedly, the instrument broke inside the pt resulting in a hematoma on the liver and the procedure being converted to an open procedure.